Event description:
It was reported that the customer dropped her insulin pump in the bath tub. Her blood glucose was 224 mg/dl at the time of reporting, and had moderate ketones. The customer's mother stated that she would call back to complete troubleshooting. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.